Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After the second ablation in a idvt case, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by ultrasound. Caller reported that the medical intervention provided was a pericardiocentesis and unknown amount of fluid was removed. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse event: procedure. Yes. This can happen. Patient outcome of the adverse event was reported as fully recovered (no residual effects). The patient require extended hospitalization because of the adverse event overnight. A transseptal puncture was performed. Prior to noting CT ablation was performed. There was no evidence of steam pop. The event occurred during 2nd rf application. Irrigated catheter was used in the event and the flow setting: 45w, 15cc/min. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, ? Dashboard, vector and visitag. Visitag module was used and the parameters for stability were : 3x3, 25%3g with no additional filter used with the visitag. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.